Event description:
Rn needle stick occurred due to pt self-administering insulin on inpatient unit and safety needle mechanism was not secured. Rn thought safety needle was secure, but the safety mechanism slid down exposing needle. Syringe type: magellan 1/2ml insulin safety syringe. Reviewed insulin syringes and difficult to engage self-locking mechanism and there is not a clicking sound to alert rn that needle secured. (B)(4).